Event description:
The customer's blood glucose was unknown. It was reported that the customer's insulin pump was not able to rewind. The customer was unable to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion tests. No rewind anomaly noted. Unit had cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.